Event description:
Sheath placed in a scarred groin using the up-and-over technique. During exchange, the sheath separated. The remaining section of sheath and the separated segment were successfully removed. No patient injury occurred.

Manufacturer narrative:
The customer has returned the complaint device in a used and damaged condition. The investigation confirmed the material had separated with the inner coil wire becoming exposed and elongated. Further discovery detected the small body check-flo was missing. Based on the information provided by the customer, it is feasible to say the device encountered excessive force during withdrawl due to scar tissue, within a very tortuous part of the anatomy. This device is inspected 100% for bends, kinks, proper securement of sheath material to the cap and adaptor and other surface imperfections prior to transport.